Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mbcu2 station time was ahead one hour where actual pyxis event dispose meds before the time correction was +1 hour ahead of the actual event time. Customer confirmed no critical override and no issue with health side viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time had advanced by one hour. A technical support specialist (tss) shared a summary of findings indicating that the observed one hour time discrepancy on the pyxis medstation was caused by a local time configuration issue on the individual medstation and not on the enterprise server (es) or the health sight platform; the es server accurately recorded event timestamps exactly as reported by the medstation at the time of each transaction, and because the medstation¿s internal clock was already offset by 1 hour, all events generated prior to the time correction were recorded with this discrepancy. The tss also explained the cause of the time shift and shared preventive measures to help avoid recurrence and fully resolve the issue. The system functioned as intended after the technical support specialist assessed the device.